Manufacturer narrative:
Cracks and liquid were observed in the top and bottom housing. Corrosion was observed on the pcb, batteries, sma assembly. Data was not able to be obtained due to the corroded pcb and batteries. A power source was used in an attempt to obtain data. Given the damages observed on multiple components, including the linkage assembly, and ratchet gear, and commutator cap, the pod would not have been able to complete priming to deploy the needle mechanism indicating the damages occurred post use. Corresponding damages were observed on the underside of the top housing, indicating the source of damage to be external and having occurred post-use. Because of the data loss due to corrosion as a result of post use damage, a root cause for the reported communication error could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was initially reported that the patient was experiencing communication errors with the pod at startup. The device was returned and evaluated. The cause could not be established.